Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the pump had been exposed to magnetic resonance imaging. Reportedly, the customer used the cartridges beyond labeling timelines as well as mixed old and new insulin. Tandem technical support educated the customer on insulin labeling. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ per tandem user guide: residual insulin remaining in the cartridge is unusable. Per the tandem do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.